Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. MFR report # 3005099803-2009-04849 addresses the other device. It was reported to boston scientific corp that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a radiofrequency ablation (rfa) procedure performed in 2009. According to the complainant, during the procedure, another MFR's grounding pads used in conjunction with a 5.0cm leveen electrode and rf generator. The pads were checked every few minutes to see if they were hot. However, no heating effect was felt. It was indicated that roll-off was not achieved and the physician made the decision to halt the procedure following 40 minutes total ablating time. At the end of the procedure, it was noted that there was reddening of the right leg around the adhesive sections of the grounding pads. On the left leg, a burn was noticed on removal of the pad with skin being pulled off with the pad. The pt was rolled on to her back and it was noted that the pad had become pinched up and a severe burn, approx the diameter of a golf ball, was noted. The tissue had turned white with a large section of skin being removed with the pad. The pt had frozen saline applied and was taken up to recovery. Plastic surgeons were called in to review the pt and to advise on further courses of treatment. Over the next six hours, the burns became more visible on both legs. [Post procedure, the pt was reported to have pain, but was otherwise in stable condition. The pt underwent a surgical procedure the following day for debridement of the wounds and a skin graft. No additional info regarding the pt's condition post surgery was available.